Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 24 mmol/l at the time of the incident. The customer was assisted with troubleshooting for battery out limit. The customer was treated with insulin pen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).